Event description:
It was reported that the ilet bionic pancreas issued alert 38 for a consecutive stalled motor with an earlier occlusion alert, during which the patient experienced elevated blood glucose up to 269 mg/dl for a couple of hours; the patient restarted the device per guidance, after which no further alerts occurred, and no outside assistance or medical intervention was required. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with a stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.